Manufacturer narrative:
The device referenced in this report is an implantable device; therefore, no device was returned for evaluation. The cause of the reported event cannot be determined. The most likely cause of the reported event can be attributed the operator¿s technique. The instruction manual gives several warnings in an effort to prevent fallopian tube damage. ¿extend the tongs and grasp the fallopian tube by moving the operating slide forward toward the distal end of the applicator (a). Grasp with the inferior tong positioned on the bottom of the fallopian tube to avoid injury to the tube. Carefully inspect applicator tongs prior to use. Does not use if tongs are out of alignment or are damaged, as patient injury can result. Always grasp the fallopian tube with the shorter inferior tong positioned on the bottom to avoid injury to the tube.¿

Event description:
Olympus was informed that during tubal ligation procedure, the physician fired the falope ring applicator and the patient's fallopian tube was cut in half. Reportedly, prior to firing the applicator it was re-tracked and tension was felt on the instrument. The cut was sealed with energy and the intended procedure was completed. The patient is doing well.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The OEM performed a review of the device history record (DHR) and found no anomalies during the manufacturing of the subject device and lot number.